Event description:
It was reported that the insulin pump alarmed button error. The caller did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller stated that the customer did not have a back-up plan and was advised to contact a doctor immediately. The caller's mother was contacted per the customer's request.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.